Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced an event of tape not sticking on (B)(6) 2026. Patient stated that the tape was not sticking anymore. No further information is available.